Event description:
It was reported that in (B)(6) of 2011 the patient experienced baclofen withdrawal. The patient had been due for a refill and the following physician was out of town. The patient was told to take oral baclofen at a higher dose to compensate for what was in the pump and the hcp would fill the pump "first thing monday morning". The patient then went into a coma for two days. The alarm date was the previous day. The patient did not hear an alarm. After the patient came out of the coma they were in the hospital for another ten days due to the withdrawal and a (B)(6) infection in their port. The port was replaced. The pump was delivering baclofen and dilaudid. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was later reported that at the time of the patient¿s coma (as previously reported) they had also slept all weekend, thrown up, had hallucinations, fevers, and breathing issues.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2010-(B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).